Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice machine during dwell three of three of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual noted with the supplies or the set up that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient was to complete therapy using manual supplies the following morning. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.